Event description:
The patient heard an audible beeping tone being emitted from her ICD. The device was interrogated and found to have a right ventricular lead fracture. Both leads and generator were removed and replaced in the or. There was no apparent injury to the patient.manufacturer response (as per reporter) for right ventricular lead, sprint fidelisthe local sales representatives were available on site during explantation.